Event description:
A surgeon reported he implanted an intraocular lens (iol) back to front. The stated he prepared the lens and cartridge himself. During the injection, he noticed that the haptics seemed to be the right way. When the iol was in the bag, they unfolded the wrong way. He was unsuccessful in attempts to rotate the lens during the procedure. He did not continue trying to rotate the iol at that time due to the patient's weak zonules and fragile capsular bag. The patient had a grade IV cataract with many cortical attachments. The iol remains in the bag. The surgical incision site was damaged during the procedure and required three stitches. Patient was reported to have significant postoperative astigmatism (d+1). The surgeon reported the patient outcome as "good."

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/15/2008. A completed questionnaire was received.